Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transistor on the main board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a biomed testing the device inappropriately prompted "unit failed" and "change batteries" messages. Complainant indicated that there was no patient involvement in the reported malfunction.